Event description:
Information was received from a patient via healthcare provider who was receiving morphine (5mg/ml at .55 mg/ml) via an implantable pump for unknown indications for use. It was reported that patient presented to the emergency department at st. Vincent with complaints related to cerebra spinal fluid (csf) leak. The healthcare provider removed old catheter and replaced with a new 8781 catheter. Patients dog jumped on her. Environmental factors that have led to the issue was the patient's dog jumped on her. The issue was resolved at time of the report. Patient status alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, lot#: ngv733732h (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type :pump; product ID: 8637-40, lot#: ngv733732h, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: pump. Other relevant device(s) are: product ID: 8637-40, serial/lot #: (B)(4), ubd: 28-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.